Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded. The tip is damaged. Inspection of the device presented no other damage or irregularities. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device, and inflating the device to rated burst pressure (rbp). The device inflated and held pressure for 5 minutes without leaking. There was no evidence of any product quality deficiencies, it was considered likely that the tip damage was attributable to procedural factors. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 1.5mm x 20mm coyote¿ es balloon catheter. No patient complications were reported and the patient¿s post procedure condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 1.5mm x 20mm coyote¿ es balloon catheter. No patient complications were reported and the patient¿s post procedure condition was good.